Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pocket heating at the ipg site when charging. The pt also stated her pain has increased. When she checks the programmers are no bars showing on the display. As a result, she must adjust the ipg settings again. This happens on all of her programs. The pt is scheduled to meet with an sjm representative troubleshoot the issue. No further info is available at this time.